Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.

Event description:
Three months post-procedure, the pt had a late stent thrombosis (confirmed by angiography) due to underdeployment of the stent. Peak ck, ck-mb and troponin were greater than 5 times upper normal level when the pt was admitted. Report indicates the stent thrombosis caused an interior q-wave mi and required a re-pci. The target lesion had a timi flow of 0 and a total occlusion. An add'l cypher 2.5 x 18mm was implanted to treat the thrombosis. The report is from the study. The pt was a female with a history of hypertension, hyperlipidemia, diabetes, and myocardial infarction. The indication for the index procedure was a previous q-wave mi. The target lesion was the proximal lad. Vessel diameter was 2mm and the lesion length was 12mm. Pre-procedure stenosis was 80%. The lesion was de novo, ostial, irregular contour, eccentric and moderately calcified. Pre-dilatation was conducted with a 2 x 12mm balloon at 8atm. A cypher was deployed at 14atm. The pt was discharged the day after the procedure.